Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient reported a single question mark on the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via data review by the findings of a signal loss. A root cause could not be determined.